Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to mode switch was noted on the right atrial lead. No intervention will be performed at this time and the patient will continue to be monitored. The patient was in stable condition.